Event description:
Procedure type: stress ui / pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received,complains of pain, especially over rectocele, bowel movements are soft, still urinating frequently, but no incontinence, urinates to the left, bleeding with clots, mass and pain on right side of anus, noticed painful lump in right buttock area - perirectal mass. CT of the pelvis revealed small localized abscess measuring about 2.7 x 1.6 cm in the right perirectal soft tissues, mostly surrounded by fat; 1st mesh revision surgery: (B)(6) 2007 - underwent exploration of perirectal space and excision of mesh and abscessed tissue for perirectal abscess. Yes. Following mesh revision surgery she developed tenderness in the left perirectal abscess representing a small hematoma or seroma, painful intercourse, left inguinal lymphadenopathy, post coital bleeding, abdominal pain, pain with defecation secondary to taut mesh during the interim period (B)(6) 2007- (B)(6) 2008 for which she underwent the following additional surgeries; 2nd mesh revision surgery: (B)(6) 2007 - underwent excision of left perirectal mesh arm and inflamed tissue, revision of avaulta posterior mesh for left perirectal abscess. Third mesh revision surgery: (B)(6) 2008 - underwent exploration and revision. Of abdominal incision, trachelectomy, revision of posterior avaulta mesh for dyspareunia, pain with defecation, irregular bleeding, and pain at incision site. She underwent multiple in-office mesh excisions on (B)(6) 2008 and (B)(6) 2010 for visible mesh. However, as on (B)(6) 2011, she complained of dyspareunia. On exam, no mesh was visible but has tenderness along posterior walls especially laterally - options discussed, may see dr. (B)(6).